Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 13-sep-2024 one infusion set is leak through tubing at qr site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.